Event description:
It was reported that the patient had the artificial urinary sphincter removed due to a leaky cuff resulting in the patient became fully incontinent again. Scope showed no coaptation of urinary sphincter cuff. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.